Event description:
The pt underwent a right and left catheterization. The physician successfully closed the arteriotomy using the closer tsl 6fr device. Two days following the procedure, the pt complained of pain in the pelvic region. An ultrasound on 6/19/00 revealed a hematoma in the pelvic region with bleeding into the rectus sheath. The source of the bleeding has not been identified. Field reports indicate no visible vessel disease could be discerned from the angiograms. The pt was given two units of blood, and is reported to have recovered without further incident.